Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a burning sensation at the battery site, which had been ongoing for a few months. The issue was identified as a therapy-related problem with the implantable device. The caller, a nurse, requested that a representative check the implant. The resolution involved educating the customer and providing information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.